Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7110594.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.